Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two months later, the patient scheduled for the filter retrieval; the right internal jugular vein was accessed. Multiple attempts were made using the single-looped 20mm and 30mm snare, the multi-loop snare. Despite multiple attempts, it was unable to capture the filter. The snare and sheath were removed. After one year and seven months, a computed tomography (CT) abdomen without contrast was performed and it revealed that the filter tip was positioned at the superior margin of the right renal vein and mid left renal vein. There was no evidence of lateral filter tilt, although the filter was tilted anteriorly with the tip contacting the anterior inferior vena cava. The 12 filter struts appear intact without tendon strut. There was no clear fat plane between the wall and the distal struts to indicate perforation. Therefore, the investigation is confirmed for the alleged filter tilt, filter migration and the retrieval difficulties. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 02/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and migrated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.